Manufacturer narrative:
Additional information was added: the lot was manufactured from may 28, 2019 - may 30, 2019. The device was received for evaluation with an arrow marked by the customer pointing at the fill port weld at the bottom of the bag. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition during initial inspection. Functional testing using tap water was performed which revealed a leak from the right side weld of the fill port. The reported condition was verified at the fill port weld. The exact cause of the condition could not be determined; however, the probable cause is related to the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092856. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port with the green clip. This was noted during medication production. There was no patient involvement. No additional information is available.